Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was confirmed to be dislodged. The lead was reprogrammed and later was capped and replaced. No patient complications have been reported as a result of this event.